Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an aviva system blood glucose result in the 900s, a reading in the 600s, and then 223 mg/dl. All results within 10 minutes. Results in meter memory show 126, 129, and 223. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.